Event description:
Boston scientific received information that the associated pacemaker was being explanted for normal battery depletion. During the explant procedure, this right ventricular (rv) lead became stuck in the pg header. There was damage noted to the terminal end of the lead. The rv lead was required to be surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.